Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Approximately 6 years post-op, the patient stated his left knee has failed and was experiencing pain and difficulty weight-bearing. Upon medical evaluation, revision has been recommended but has not been scheduled. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 00596404012 - articular surface size ef 12 mm height ''use with plate 5 - 64012146 00598604701 - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - 64008418 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 63971420 600-15-100 - cobalt g-hv bone cement 40gm - 266250. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable as the device was not involved, however, the event is still being reported under 0002648920 -2024 -00194. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.